Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No specific patient information was provided by the customer. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).

Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result. The sample generated an architect result of 4210 pg/ml. No issues were identified on the electrocardiogram. The sample was treated with hbt tube and generated a similar result 4000 pg/ml on the architect. The untreated sample was tested on siemens and generated a positive result of 7586 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity associated with reagent lot 09359ui00 determined that there was normal complaint activity. Tracking and trending report review for the architect stat high sensitive troponin-I assay determined that there are no related trends. Return testing was not completed as returns were not available. Using worldwide field data, the historical performance of lot 09359ui00 was evaluated. The patient median results for the lot was analyzed and found to be comparable with all other lots in the field and confirms no systemic issue for the lot. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.